Event description:
A surgeon reported that the valved trocar was acting as a non valved trocar by allowing the fluid to leak during a procedure. The procedure was completed with no harm to the pt. No additional info is expected for this report.

Manufacturer narrative:
The device history records for the component lot were reviewed. No abnormalities that could have contributed to the complaint were found during the review. The associated lot was released according to the MFR's acceptance criteria. A sample was not returned, the root cause cannot be determined. (B)(4).